Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was in 35 mg/dl to 250 mg/dl. Customer stated that they took glucagon shots for the treatment of low blood glucose. Customer also stated that the screen of insulin pump was faded and scratched, backlight was not working well, bolus button was very difficult and battery cap was stripped. The insulin pump will not be returned for analysis.